Manufacturer narrative:
(B)(4). The device was returned and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation. Functional and electrical safety analyzer test was performed and passed. A short simulated therapy was successfully performed and the device passed all testing pertaining to temperature issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced overheated fluid during a fill cycle of peritoneal dialysis on the homechoice device. The device was swapped. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.